Event description:
It was reported that an ilet user received an occlusion alert and later an alert 38 motor stall that was not resolved after rewinding and priming; the user had recently changed supplies and was using a steel cannula infusion set, observed an air bubble in the cartridge, and noted a subcutaneous pocket of insulin upon removing the infusion site before reconnecting new adhesive pads to the long tubing and resuming insulin therapy. Symptoms included hyperglycemia with a blood glucose of 268 mg/dl. Outcomes included disruption of insulin delivery that required user intervention and follow-up to verify glycemic recovery. Investigation included guided troubleshooting with cartridge inspection for air, infusion site removal, tubing fill verification to achieve visible drops, and system rewind and resume. Investigation of this case revealed the presence of air in the cartridge and evidence of subcutaneous insulin pooling at the infusion site, consistent with an infusion occlusion and motor stall alert. It was concluded that the event involved an insulin delivery occlusion with motor stall, likely associated with air in the cartridge and site-related backpressure, and that the device functioned as designed by issuing alerts; user actions restored therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.